Event description:
A user facility returned the olympus asset, ome9-mbi, surg. Microscope, camera, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was degradation of eye shade. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. Upon evaluation of the device the following issues were found: degradation of eye shade and dirty optics.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the eye shade degradation and dirty optics could not be determined. It is possible that the issues occurred due to long-term use and handling. Olympus will continue to monitor field performance for this device.